Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the loop on the suture broke off. There for it could not be used. It was intended for a laparoscopic roux en y.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.